Event description:
There have been 3 instances where pediatric zoll defib pads have been found attached to defibs on code carts in the adult hospital. They were caught during routine checks of the defib but it was noted that previous checks had been done and it was missed. The packaging is similar for both the pediatric and adult pads and if one is not looking closely they can accidentally use the wrong kind. Even though the peds pads are smaller it is not obvious once out of the package to someone doing a check that the wrong pads are now on the device.